Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was reported that caller stated they were in the case for a lead revision (info not gathered). The caller states she was able to connect without issue earlier to check connectivity, etc...but she got 'stuck' on a screen and the only option was 'exit workflow' and from there she could not re interrogate. The caller notes there are metal tables everywhere because it is an or. The caller had two tablets out she was trying and it appeared neither would connect. Tss had caller cycle off communicator twice and then try the 1st tablet--upon doing so, a message came up 'clinician app update required' and caller states she confirmed all her apps were up to date. The caller tried the second tablet and cycled communicator off twice and this resolved the issue and rep was able to connect to ins. The communicator was not plugged into the tablet during this troubleshootin g.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.